Manufacturer narrative:
The field service engineer (fse) found a damaged vacuum line on the rinse mechanism and fluid on top of the cuvettes. The vacuum line was replaced. A precision check, calibration, and qc were performed successfully. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 results on a cobas 6000 c 501 analyzer. The initial result was reported outside of the laboratory. The physician questioned the results and the sample was repeated. The initial hba1c result was 12%. The repeat result was 7%. The repeat result was deemed correct. The reagent lot is 61749701 and the expiration date is 31-aug-2023.